Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 550 mg/dl. The customer treated their blood glucose levels with manual injections. The customer stated that they went into the pool with their insulin pump and now they cannot calibrate their device over 400 mg/dl. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.